Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified bd pen needle was unable to inject and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the device was not working and the medicine was not coming out and it was really hard to operate the plunger. Also, the patient experienced pain at the injection site. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen, 20 mcg once daily for the treatment ofosteoporosis beginning on an unspecified date. On 04-jun-2012 while injecting the teriparatide pen, the device was not working andno medicine was coming out. Reportedly, it was really hard to operate the plunger. On an unspecified date, the patient developedunspecified allergies. On an unspecified date recently (date of report 26-jun-2012), the patient was hospitalized for an unspecifiedindiction. As of 26-jun-2012, the patient stated that he just got out of the hospital. It was clarified that he was on teriparatide treatmentwhen he went into the hospital. Treatment information was unknown. As of 11-jul-2012, the patient was using the nano needles withhis teriparatide device because they were the least painful. The patient was stuck multiple times in order to attempt to inject theteriparatide because there was a problem with the devices. The patient was not getting multiple doses, he was just getting stuck withthe needle multiple times. This was associated with product complaint 2248437/ lot number a888230c and product complaint2248438/ lot number a939725g. It was unknown if the patient recovered from the events or if teriparatide therapy continued.the patient was the operator of the device and he was trained to use the device by a nurse. General device duration of use and thereported device duration of use were not reported. It was unknown if the reported device was returned to the manufacturer.the reporting pharmacist did not provide an opinion of relatedness between the events and the teriparatide use.update 08-jun-2012: this case was determined to be non-valid as there was no valid event.update 03-jul-2012: additional information received on 26-jun-2012 from the initial reporter which upgraded the case to serious andvalid: added serious event of hospitalization and non serious event of allergies. Causality and narrative updated.update 18-jul-2012: additional information received from a consumer on 11-jul-2012. Added: consumer as a reporter, dosingregimen for teriparatide, three additional teriparatide suspect devices and non serious event of injection site pain. Narrative updated.update 24jul2012: additional information was received from the global product complaint database on 23jul2012: updatednarrative by removing information from the narrative related to product complaint 2248444 as the product complaint was cancelled.update 17-aug-2012: upon reviewed on 17-aug-2012, the listedness for core label for event of allergies changed from listed tounlisted. No additional change was made."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle was unable to inject and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the device was not working and the medicine was not coming out and it was really hard to operate the plunger. Also, the patient experienced pain at the injection site. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen, 20 mcg once daily for the treatment ofosteoporosis beginning on an unspecified date. On (B)(6) 2012 while injecting the teriparatide pen, the device was not working andno medicine was coming out. Reportedly, it was really hard to operate the plunger. On an unspecified date, the patient developedunspecified allergies. On an unspecified date recently (date of report (B)(6) 2012), the patient was hospitalized for an unspecifiedindiction. As of (B)(6) 2012, the patient stated that he just got out of the hospital. It was clarified that he was on teriparatide treatmentwhen he went into the hospital. Treatment information was unknown. As of (B)(6) 2012, the patient was using the nano needles withhis teriparatide device because they were the least painful. The patient was stuck multiple times in order to attempt to inject theteriparatide because there was a problem with the devices. The patient was not getting multiple doses, he was just getting stuck withthe needle multiple times. This was associated with product complaint (B)(4) / lot number a888230c and product complaint(B)(4) / lot number a939725g. It was unknown if the patient recovered from the events or if teriparatide therapy continued.the patient was the operator of the device and he was trained to use the device by a nurse. General device duration of use and thereported device duration of use were not reported. It was unknown if the reported device was returned to the manufacturer.the reporting pharmacist did not provide an opinion of relatedness between the events and the teriparatide use.update (B)(6) 2012: this case was determined to be non-valid as there was no valid event.update (B)(6) 2012: additional information received on 26-jun-2012 from the initial reporter which upgraded the case to serious andvalid: added serious event of hospitalization and non serious event of allergies. Causality and narrative updated.update 18-jul-2012: additional information received from a consumer on 11-jul-2012. Added: consumer as a reporter, dosingregimen for teriparatide, three additional teriparatide suspect devices and non serious event of injection site pain. Narrative updated.update 24jul2012: additional information was received from the global product complaint database on 23jul2012: updatednarrative by removing information from the narrative related to product complaint 2248444 as the product complaint was cancelled.update 17-aug-2012: upon reviewed on 17-aug-2012, the listedness for core label for event of allergies changed from listed tounlisted. No additional change was made."